Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that she could not get a connection from the recharger to the battery unless she pushed in hard. The suspected cause was that the battery was too deep. The battery was overdischarged, so they could not perform diagnostics/troubleshooting. A battery site revision occurred on the day of the report to move the battery more superficially. They were going to try to jumpstart it at the patient's follow up. It was unknown if the issue was resolved at the time of the report. The rep later reported that the date of when the patient began experiencing charging issues was unknown, but it might have been right after the initial implant. The overdischarge event was resolved by jump starting using the antenna locate (al) the follow up after the revision was complete. The patient was able to get all 8 bars and the difficult recharging issue had been resolved. The patient had recovered from the revision and was able to charge. The patient's relevant medical history includes spinal pain.